Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019, dtmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an episode of ventricular fibrillation (vf), the right ventricular (rv) lead exhibited undersensing, which led to the device indicating that the episode had terminated when it was still ongoing. The device did recognize the vf shortly after, and appropriately provided therapy. Additionally, the lead integrity alert (lia) triggered, and the rv lead also exhibited high impedances, an increased number of short v-vs, and diminished sensing. A temporary lead was placed, and the rv lead will be repositioned. No further patient complications have been reported as a result of this event.